Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached over 350 mg/dl while wearing the pod between 36 and 48 hours. Patient's mother believed the cannula had dislodged from the infusion site (hip/buttocks); the cannula also appeared bent upon removal. Ketones were also tested and results were negative. As treatment, a manual bolus was delivered.